Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs using coolfit applicator and to the upper and lower abdomen using coolmax applicators on (B)(6) 2014, lower abdomen was retreated on (B)(6) 2015 using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as all treated areas are optically enlarged and markedly hardened with palpation with strong knot formation. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on all treated areas (upper/lower abdomen, inner thighs). Allergan could not confirm ph of the lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs using coolfit applicator and to the upper and lower abdomen using coolmax applicators on (B)(6) 2014, lower abdomen was retreated on (B)(6) 2015 using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as all treated areas are optically enlarged and markedly hardened with palpation with strong knot formation. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on all treated areas (upper/lower abdomen, inner thighs). Allergan could not confirm ph of the lower abdomen.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs using coolfit applicator and to the upper and lower abdomen using coolmax applicators on (B)(6) 2014, lower abdomen was retreated on (B)(6) 2015 using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as all treated areas are optically enlarged and markedly hardened with palpation with strong knot formation. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on all treated areas (upper/lower abdomen, inner thighs). Allergan could not confirm ph of the lower abdomen.